Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Paravalvular leak. Device not returned.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. On 11/18/2010 (through follow-up with the health-care provide), additional information was received. It was learned that the device was explanted due to a paravalvular leak. It was also noted that the reason for explanting the device was not related to a product malfunction. No other details were provided.